Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 with a blood glucose level of blood glucose of 508 mg/dl. The customer was found sleeping at the floor of the bedroom. The customer experienced symptoms such as nausea and vomiting. The customer was treated with glucose tablets. The customer was wearing the insulin pump during the hospitalization. The caller reports moisture damage to the insulin pump. A replacement insulin pump was sent due to fluid under display and for patient safety. The insulin pump will be returned for analysis.